Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had been having trouble maintaining coupling bars and keeping the signal because of the location of the implant. The patient wanted adhesive discs as she thought that would work better. The patient noted she had trouble keeping the antenna in that spot and it had been hard to get the black boxes and she was not charging for more than an hour to try to let everything heal. The patient mentioned that the implant was tipped in a weird angle and it had shifted a little bit in the pocket. The patient explained the implant was in the top portion of her butt and after sitting on it the implant got pushed up a little in the process of healing. The healthcare professional had put the implant below her tan line and now it was half and half. The patient had seen a manufacturer representative at the doctor¿s office who told that the implant had gone up. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient was advised to start wearing a tight elastic type clothing to help the implant seal in flush with the skin 24/7 for one week and to then call them with an update. The device movement had not been resolved yet and the patient had been advised to try over the counter medication for skin sensitivity.